Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer cleaned the speaker holes and cleared the alarm. Customer¿s blood glucose level was 300 mg/dl.